Event description:
The customer states that one patient sample generated the following electrolyte results on the architect c16000 analyzer: potassium: initial: 3.8, retest: 4.5 mmol/l; sodium: 121, 139 mmol/l; chloride: 94, 103 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
On the initial 30day medwatch 3500a report, was unintentionally left blank. The date entered should have been (B)(4) 2011. On the follow-up (#1) medwatch 3500a report, was unintentionally left blank. The date entered should have been (B)(4) 2012.

Manufacturer narrative:
To address the issue the customer changed syringes, integrated chip technology (ict) reference solution, ict sample diluent, the ict module and ict probe. Abbott customer support had the customer verify the ict o-rings were correctly placed. Abbott customer support advised the customer to change the sample probe, recalibrate and run controls. Customer follow-up verified no further issues seen. Per the complaint text, changing the sample probe resolved the issue. The customer's complaint history does not include a recurrence of electrolyte related issues. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010) and the ict sample diluent package insert (304465/r1, october 2009) contain information to address the customer's current issue. Based on the available information the evaluation was not able to rule out sample integrity or handling issues that may have caused an intermittent issue with the sample probe or contamination of the ict module. A deficiency of the sample probe was not identified. Review of complaint tracking and trending; abbott customer technical advocate initiated troubleshooting with customer intervention.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4), incorrect or inadequate result (B)(4).